Event description:
It is reported that while tightening the set screw the screwdrive broke.

Manufacturer narrative:
Eval summary: the usage history of the screwdriver over its potential field age of approx 9 months is unk. It is unk how much force was being applied to the screwdriver, or at what angle it was flexed. The following note exists in the small cm nail surgical technique: "note: if using the flexible captured set screwdriver make sure that it is not used at an angle greater than 40 degree. If it is used at an angle greater than 40 degree, it may be damaged." The exact likely that the fracture was due to excessive insertion torque or bending of the screwdriver. The screwdriver meets print specifications where measured. The fractured occurred in the flexible region of the screwdriver. Some bending deformation is present around the fracture in the flexible portion. Some scuffs and minor dents are also visible around the hex and on the quick connection end. Device history records indicate all components were manufactured and inspected to specification.